Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a healthcare provider (hcp) regarding an implantable neurostimulator (ins). Rep said they received a question from the hcp indicating the patient kept coming back to the office for reprogramming. Hcp reported abnormal impedances were observed at default settings, but they were normal after increasing voltage and pulse width (pw). Rep said the patient would feel stimulation coverage in the office, but their symptoms would return and they wouldn't feel stimulation about 2-3 days later at home. The rep said the hcp tried reprogramming multiple different programs, but experienced the same effect. No troubleshooting could occur due to lack of access to product. The call center suggested seeing the patient and checking impedances. No further patient complications have been reported as a result of this event.